Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 31mm perimount valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Tmvr was successfully performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Added information to h6. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.